Event description:
A physician reported a pt who was originally skin tested on 10/15/1998 with negative results. The pt was treated in 11/1998 without event. On 1/9/1999, the pt was treated in the nasolabial folds and the vermilion borders, with a second formulation of product at forehead lines and periorbital crow's feet. The physician denied sudden "blanching" or dramatic color change during the treatment. The pt reported the right nasolabial fold treatment site became red later the same day and the area became painful that night. On 1/11/1999 the pt presented with tenderness, swelling, ecchymosis and a white exudate oozing out of the pores, with the appearance of small pustules at only the right nasolabial fold treated site. The physician prescribed levaquin on 1/11/1999 and keflex beginning 1/12/1999. On 1/13/1999, the physician reported the symptoms had not resolved. As of 1/15/1999, the symptoms continued at the right nasolabial fold, and the other treatment stes remained asymptomatic. The pt continued to take keflex. On 1/26/1999, the pt reported improvement in the swelling at the right nasolabial fold treatment site, however the purple discoloration continued. The course of keflex was completed and the pt applied warm soaks to this area. On 2/3/1999, the physician noted discoloration, crusting, and oozing from pustules on the right side of the nose near the nares, at the top of the nasolabial fold, over an area that covered about 1.25 inches. The physician diagnosed a vasospasm and ischemia, related to collagen.